Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead was perforated. Cardiac perforation was confirmed during a computerized tomography coronary angiography (ctca). The patient underwent a thoracotomy on (B)(6) 2019. During the procedure, the protruding part of the lead was cut, and the perforation was patched. No effusion or tamponade was noted. The physician did not allege the cause of the perforation due to a faulty lead. The patient is stable and recovering in the hospital.